Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure? Date of index surgical procedure? The diagnosis and indication for the index surgical procedure? Relevant patient history? Any concurrent use of other products? Lot #? What was the intended use of the surgicel? Where was the surgicel used (on what tissue)? How much surgicel was used during the procedure? Was the surgicel product left in place? Was the excess irrigated and removed? What were current symptoms following the index surgical procedure? Onset date? How was the abscess diagnosed? Were cultures performed? If yes, results? Please describe the standard treatment that was used? Has any surgical or medical intervention been performed? What is physician¿s opinion as to the etiology of or contributing factors to this event? Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative abscess? What is the patient¿s current status?

Event description:
It was reported that a patient underwent a total abdominal hysterectomy on an unknown date and an absorbable hemostat was used. The patient developed an abscess. The abscess spontaneously ruptured as a large amount of pus was discharged through her vagina. Standard treatment was used from there and the patient is fine now. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: (B)(6) 2021. Additional information: d11. Additional information was requested, and the following was obtained: the sales rep, was not present for the cases, reported that surgicel powder was used to address oozing, with the laparoscopic tip. No specifics were provided on how much product was used and if the surgicel powder was irrigated. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d3, g1.